Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent placement procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, the device was observed to have a fractured tip. However, the broken stent was removed entirely from the patient. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.